Manufacturer narrative:
H3: analysis was performed for product bi71000529, lot number: 29916 0006 rev. 1. In summary, the analysis concluded that the reported complaint, "intermittent black display" was confirmed. A pendant was installed into an imaging test system. The system and pendant booted as expected. Pendant keys were still functional, but several were worn and needed excessive pressure to be applied to function. Front foil on the pendant was lifting, and the pendant was worn. Codes b01, c07, and d02 are applicable as reported in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile viewing station (mvs) display intermittently went black. Site was able to resolve by physically tapping the back of the display, but tapping might also cause the issue. They also said that the system would got stuck in initializing mode upon bootup, it was occurred second time. Field service representative (fse) confirmed that the monitor had no issue, it was actually the pendant. Additionally, the pendant had a torn membrane, which was a risk. Next step would be replacing the pendant. There was no patient present.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. They replaced and programmed new pendant, completed system checkout, system functions normally. B01, c07, d02, g02040 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000836, ; product ID: bi71000904, bi71000529, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.